Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted that the balloon was tightly folded. There was no damage noted to the balloon catheter. The tip length and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. The reported failure to advance appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 150. Inflation: 20/30 priority pack. Sheath: jj. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the angiogram showed 90% stenosis lesion with calcification at the proximal to mid left anterior descending artery. A pilot 150 guide wire was placed at the lesion and the 3.0 x 15 mm trek balloon was advanced, but was unable to cross to the lesion. Emboli (thrombus) was observed in the vessel at this stage. An aspiration device was used to remove the thrombus from the vessel. The physician decided to end the procedure and to treat the patient with medication only. No additional information was provided.